Manufacturer narrative:
The cause of the minor bleed is most likely use related since angle of insertion was supported, manual pressure was held and the oozing ceased. The cause of the hypotension and cardiac arrest was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced oozing at the groin site. The angle of insertion was supported, and manual pressure was held. The patient then became hypotensive and experienced pulseless electrical activity. The p level of the pump was reduced to 4 and cardiopulmonary resuscitation was provided. The patient was intubated and defibrillated. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.